Event description:
It was reported that the pump touchscreen was flickering. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer's blood glucose was 287 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.